Event description:
During the collection of double red cells, three fenwal alyx apheresis machines did not operate as expected. These incidents occurred at three different facilities on (B)(6) 2014. During all procedures each machine alarmed indicating reduced flow rates and the centrifuges would not operate. In addition, it was unsuccessful when attempting to end the procedure, process the product and reinfuse the donor. This caused each donor to experience extreme blood loss. Device 1- rbc loss was 515 ml and the plasma loss was 432 ml. Device 2 - rbc loss was 476 ml and the plasma loss was 526 ml. Device 3 - rbc loss was 523 ml and the plasma loss was 400 ml. In each instance, no blood was able to be reinfused. (B)(6).